Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range (oor) shock impedance measurement of greater than 125 ohms. Additional information obtained from the field indicated the source of the oor shock measurement was not conclusively determined and that the patient will continue to be monitored. The ICD and rv lead both continue to remain in service. No adverse patient effects were reported.